Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead was exhibiting high threshold and experiencing possible loss of capture. The patient reported chest pain. The rv lead remains in use. No further patient complications have been reported as a result of this event.